Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and found the connectors were fine, not oxidized. However a pin on one of the ends is missing. The black cable is dirty and not damaged. As per information, the panel turned off completely and also the motor as there was no power, the centrifuge panel was not able to store shutdown information. In the log you can see the centrifuge panel turning on and off or it does not store that data. The only error on the date of event stored in this log is a disconnection from cp5 of the level sensor (like a ¿no monitoring/control centr. Pump¿ related to level) at 14:09. No relevant information from logs available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Device was returned to manufacturer in munich for inspection and repair. Upon testing, the reported issue was not reproduced and system was found working properly. Both control panel and drive unite were found contaminated with blood, dirt residues and oxidation/dust inside the drive unit. Functional test according was performed and unit returned to customer with recommendation regarding general maintenance of the device. A device service history review has been performed and identified that the system was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information and device testing, it is reasonable to assume that the reported issue was caused by intermittent false contacts on the control panel caused by the presence of dirt and blood residues, due to poor maintenance of the unit by user and technician. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report stating that a centrifugal pump 5 (cp5) stopped unintentionally during the procedure. It was turning off and again on the pump control panel several times without success. After disconnecting and connecting the connection cable with the electronics and the power package (e/ p), the device was restored. There was no injury.

Manufacturer narrative:
The livanova field service engineer inspected the cp5 system but was initially unable to reproduce the reported issue. However, further follow-up revealed that the event had recurred on the affected unit. Serial read out (real time device parameters and setting recording file) of the involved unit was collected after the event occurred on 06/27/2024 at about 12:00 p.m. Through follow-up communication with the customer, livanova learned the following findings: - the unintentional shutdown was not caused by the user accidentally pressing the on/off button. - the cp5 system was not recently mounted to the s5 console. - the customer made no reference to a loose connection of the cp5 cable connected to the e/p pack during disconnection and reconnection. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.